Manufacturer narrative:
Date of event : (B)(6) 2017, date of report : 23jul2019 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23jul2019. The power management pcb was replaced to address the reported problem. The part was returned to the manufacturer for investigation: it was determined this power management (pm) board was tested and no failures were identified.

Event description:
The customer reported the device powers down slowly when on ac power. There was no patient involvement.